Manufacturer narrative:
Medwatch report mw 5108768 PMA # estimated. If information is provided in the future, a supplemental report will be issued.

Event description:
An unknown aortic thoracic stent graft was implanted on an unknown date it was reported through the patients partner that the patient died. An unknown endoleak caused an infection which tore a hole in the patients esophagus causing sepsis. It was reported the patient had other heath issues. No additional clinical sequelae were reported and the patient expired.